Manufacturer narrative:
The pad-pak was first installed successfully on the 15th july 2010 and performed to specification up to the 5th october 2014. Between the 7th-23rd october 2015 the device recorded multiple manual power ons, mainly of 10 minutes duration. Two pad-paks became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs may suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.